Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent identified proximal stent damage. Proximal stent strut rows 4, 5 and 6 were pulled distally and lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identifed damage. A visual and tactile examination of the hypotube identified multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 3.00x20mm synergy drug-eluting stent was advanced for treatment. However, the device got caught in the calcification and the proximal part of the stent struts got damaged. The procedure was completed with a 2.5x20mm synergy stent. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 3.00x20mm synergy drug-eluting stent was advanced for treatment. However, the device got caught in the calcification and the proximal part of the stent struts got damaged. The procedure was completed with a 2.5x20mm synergy stent. There were no patient complications reported.